Event description:
Pt had surgery for a broken finger and contracted a (B)(6) infection deep in the surgical site. A stryker plate and 5 stryker screws were implanted during the surgery. Pt underwent 2 I and ds and has been on IV antibiotics for several weeks. Diagnosis or reason for use: to repair broken ring finger of right hand.